Manufacturer narrative:
A visual examination of the button device found the interior wall of the button body to be scraped/ torn. A functional evaluation was performed by injecting water into the button and no blockage was noted. It was noted that the condition of the returned device could not be functionally evaluated with respect to feeding tube blocked / occluded by the stated antibiotic as the device no longer had material inside the tube. It is unknown if the medication was administered in tablet form which might have caused the damage found inside the button. It is also possible the damage occurred as the user attempted to remove the blockage. Therefore, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during percutaneous endoscopic gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, post procedure, the device was occluded after antibiotic injection. The device was flushed with lukewarm water and the issue was resolved. However, the device became occluded again after another dose of antibiotic was injected. The device was replaced with a new one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement kit was used during a replacement procedure. Procedure date is unknown. According to the complainant, post procedure, the device was occluded after antibiotic injection. The device was flushed with lukewarm water and the issue was resolved. However, the device became occluded again after another dose of antibiotic was injected. The device was replaced with a new button kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.